Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that transtelephonic monitoring revealed a 3.5 second pause and multiple other long pauses. The patient was symptomatic and experienced lightheadedness and dizzyness. Interrogation of the pulse generator revealed multiple noise reversion episodes. The noise could not be reproduced. The ventricular sensitivity was programmed from 1.5 mv to 12.5 mv.